Event description:
Per the customer, during a l5/s1 fixation with navigation after positioning all 4 screws with navigation and having taken final image acquisition noticed one of the screws (right l5) appeared to be more lateral than it showed when placing the screw with navigation. The screw was repositioned with x-ray. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : log files not submitted by customer for evaluation.

Event description:
Per the customer, during a l5/s1 fixation with navigation after positioning all 4 screws with navigation and having taken final image acquisition noticed one of the screws (right l5) appeared to be more lateral than it showed when placing the screw with navigation. The screw was repositioned with x-ray. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.